Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent delivery system is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Analysis of the returned device noted blood in the proximal outer member with no saline visible, consistent with use in the anatomy. The hypotube was separated 7 cm into the bayonet portion, confirming the reported separation. The distal portion of the bayonet and the inner member were not returned for analysis. The handle was noted to be unlocked and the slider was in the distal position, consistent with stent deployment and subsequent sheath re-advancement. There were kinks at the guide wire exit notch, 1.5 cm distal to the guide wire exit notch, and at the distal end of the mid outer member. Multiple bends were noted in the hypotube. Based on visual appearance and that neither the kinks or bends were noted before the procedure, the bends and kinks appear to be consistent with handling, possibly during the procedure or during packaging for return to abbott vascular. It was reported that the acculink catheter was difficult to remove after implantation of the stent. Per the physician, the tip of the catheter appeared to catch on the stent. Analysis was not able to investigate the tip, as it was not returned for analysis. In this case, the lesion was reported to be heavily calcified. It is possible that in this situation, the heavy calcification prevented the stent from apposing the vessel walls completely, leading the tip of the catheter catching on a slightly raised stent crown. Unfortunately, without the return and analysis of the tip, it is not possible to assign a definitive cause for the difficulty removing the catheter. Potential causes for this type of separation include, but are not limited to, manufacturing, interaction with accessory devices, interaction with the guide wire, and handling. Visual inspection of the returned portion of the catheter noted a kink at the guide wire exit notch at approximately the location of the separation. As this kink is at the guide wire exit notch, it is possible that the device was kinked significantly while being loaded onto the guide wire. This kink may have weakened the bayonet enough that it separated once the device caught on the stent. As this kink was not observed before the device was used, it likely did not happen as a part of the manufacturing process. This issue will be attributed to the potential cause of inadvertent user mishandling. Transient asystole is a possible general patient effect of carotid procedures. In carotid procedures, interaction of devices in the carotid vessel with the baroreceptors can lead to increases and decreases in blood pressure and heart rate, including asystole. In this case the asystole occurred after the difficulty removing the catheter and after the separated portion of the catheter was removed and, therefore, appears to have no relation to the other reported device issues. A review of the finished device lot history records did not reveal any noncomforming material records for this lot that could have contributed to this complaint. A query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. There is no indication of a lot specific product quality deficiency. This type of reported issue will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Event description:
It was reported via a study that during the procedure, the rx acculink stent was implanted in the heavily calcified left internal carotid artery. During removal of the stent delivery system (sds), the tip of the sds caught on the implanted stent. The sds was pulled and 8 inches of the distal delivery catheter detached. The proximal portion of the sds was removed and an inflated balloon was used to trap and completely remove the separated distal portion of the sds. The implanted stent was not damaged. The patient was asymptomatic and there was no adverse patient sequela. Though requested no additional information was provided.

Event description:
Subsequent to the initial medwatch a user facility medwatch was received that states: "event desc: patient admitted with 80% stenosis of the left internal carotid artery for placement of carotid stent. The rx acculink stent was placed without difficulty. There was some difficulty noted removing the deployment device after deploying the stent. When the deployment device was examined outside the body, it was found that several centimeters of the distal portion of the deployment device was still at the level of the stent. This was retrieved using a balloon over a guide wire, engaging the remaining portion of the device, and pulling it out. Following this, the balloon was used to post dilate the stent to 0% stenosis. This resulted in a few seconds (6) of asystole from which the patient recovered rapidly. He did not exhibit any neurologic changes at any time during the procedure."